Event description:
On (B)(6) 2017, a patient received a perceval valve. On (B)(6) 2021, the device was explanted due to degeneration of the perceval valve was noted. Calcifications on the base of the leaflets were identified and the leaflets are reportedly grown together with extensive tissue/calcium, resulting in aortic insufficiency and stenosis.